Event description:
My breast implants from 1989 are causing me great and uncontrollable burning sensation in my breasts. Nothing helps and insurance won't cover to have them removed. Terrible health now due to unexplained burning in both breasts. FDA safety report ID# (B)(4).